Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) . The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: managing air-in-line. Detailed inquiry description: staff reported complaints of air in line which, they are not able to troubleshoot because of the lack of a 3rd y-port. Staff are concerned for the use of the tubing for patients receiving pressors as they can become de-stabilized. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.